Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling. It was further reported that the balloon burst inside the pump and cytostatics flowed into the outer casing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 17, 2020 - january 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.